Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t1-t5. 2 years post-op the patient underwent a revision surgery due to tumor metastasis and the construct was extended at c6-t5. During tightening of the set screw in the crosslink it was found that the setscrew broke. The set screw was removed and replaced with a new screw. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed the connector is fractured approximately ~2 threads up from the start of the thread. A portion of the implant is missing and note returned for analysis. The fracture surface appears to emanate from the root of the internal thread tooth outward, is roughly parallel with the tooth angulation. Additionally, the mating thread of the nut is sheared at the base of the thread and deformed downward. Minimal localized damage around the area of fracture. The above observations are consistent with torsional overload.